Event description:
Event description boston scientific received information that a ventricular lead revision procedure was attempted due to an inability to capture the myocardium. This loss of capture was noted while the patient was hospitalized for an acute myocardial infarction. At the revision procedure the stylet was unable to be completely advanced through the lead. The stylet could not be advanced through the lead once removed from the body also. The lead was removed, replaced with a non-boston scientific lead, and will be returned for analysis. The patient was reported to have no symptoms.